Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer number five was not detected on the bus due to a faulty pyxis bus controller module board. A field service engineer (fse) replaced the module control board, cleaned the trays, and reconnected all connectors on the row board cables. Following these corrective actions, the system functioned properly. Diagnostics were performed, and the customer verified normal operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 had failed to open. The customer tried to reboot and recover the drawer, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.